Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered what was believed to be inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Approximately three years later the device once again delivered an inappropriate shock as well as anti-tachycardia pacing (atp) for atrially conducted rhythms. This device remains in service. No additional adverse patient effects were reported. This device was subsequently explanted and returned without allegations from the field.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered what was believed to be inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Approximately three years later the device once again delivered an inappropriate shock as well as anti-tachycardia pacing (atp) for atrially conducted rhythms. This device remains in service. No additional adverse patient effects were reported.